Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. The proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The outer insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated damage at implant. The analyst noted that alcohol was used to loosen tissue, helix extends/retracts within specification, but is bent. The proximal conductor is stretched/ distorted and the outer insulation is cut at 21.1cm. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the lead helix would not retract. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.